Event description:
The customer alleged they received questionable ion selective electrode sodium, potassium, and chloride results on their cobas 8000. The customer stated there were four patients with discrepant results, but only provided data for two patients with discrepant results that were reported outside the laboratory. The customer had no issues before or after the four patients in this event. The patient samples were processed by the customer's modular pre analytics (mpa) device and tested in aliquot cups. The first patient's initial sodium result was 167 mmol/l, potassium result was 4.4 mmol/l, and chloride result was 123 mmol/l. The first patient's sample was repeated on the cobas 8000 and the sodium result was 168 mmol/l and chloride result was 123 mmol/l. The first patient's sample was then repeated on a cobas 6000 analyzer and the sodium result was 138 mmol/l, potassium result was 3.3, and the chloride result was 99 mmol/l. The second patient's initial sodium result was 169 mmol/l, potassium result was 5.7 mmol/l, and chloride result was 125 mmol/l from the cobas 8000. The second patient's sample was repeated on the cobas 8000 and the sodium result was 175 mmol/l and the chloride result was 129 mmol/l. The second patient's samples was then tested on a cobas 6000 analyzer and the sodium result was 139 mmol/l, the potassium result was 4.9 mmol/l, and the chloride result was 102.9 mmol/l. The results from the cobas 6000 were considered to be correct. The customer repeated one of the aliquot samples, and the results compared to the initial results from the cobas 8000. The customer believed the aliquot cup was contaminated. The customer stated patient one had treatment cancelled based on the ise results. However, no patients were treated based on the erroneous results and there were no adverse events. The sodium, chloride, and potassium electrode lot numbers and expiration dates were requested but not provided. The field service representative could not determine the cause of this event. It could not be determined whether empty sample cups were removed from used sample racks by the customer and reused on the mpa potentially causing contaminated samples. The customer performed a precision check, calibration, and quality control with results within specifications. The analyzer was operating without any issues.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.